Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert. The battery of this device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis has not been able to be performed as the device is not able to communicate with communicator. A request for an in-person interrogation in order to acquire device data was performed. At this time, this device remains in service. No adverse patient effects were reported.